Event description:
Patient was first ablated in 2007, and had a reablation done seven months later. Two months later, patient presented with a left atrial flutter. The event was treated by cardioversion, and was resolved three days later.

Manufacturer narrative:
The product was not returned for investigation. The investigator mentioned that the event was possibly procedure related.